Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for stent retention for this lot. Based on the available information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the lesion was in the mid to proximal left anterior descending artery (lad) with heavy calcification. The xience v 2.5 x 12 mm stent was attempted to be placed between two implanted stents, a xience prime 2.5 x 38 mm stent and a xience v 2.5 x 28 mm stent. However, the stent became stuck and dislodged during the attempt to place it and the patient was sent for coronary artery bypass surgery. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: balance middleweight.inflation: encore.guide cath: ebu 6f.stent: xience v 2.5 x 28 mm, xience prime 2.5 x 38 mm.the device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.